Event description:
The company was notified that the patient had skin flap issues and will be scheduled for explant surgery. The patient will not be reimplanted. Surgery to explant the device will be scheduled.